Manufacturer narrative:
Waiting on device to be returned.

Event description:
Per complaint from (B)(6) : "the snarecoil pulled air during aspiration and blood leaked out of the middle at the gray lever handle. The customer did use a luer lock syringe."